Manufacturer narrative:
The biopsy guide was returned to the manufacturer on (B)(4) 2012, for mechanical evaluation. As reported, the lower adjustment screw will not lock down the guide base. The alleged malfunction that the guide needle will not tighten is directly related to the alleged malfunction.

Event description:
A medtronic representative reported that during a cranial biopsy procedure, the surgeon could not get the middle screw mechanism (the one between the screw that connects to the vertek arm and the screw mechanism that aims the biopsy needle) to close fully. This did not allow the biopsy guide to be secured in position for use during the procedure. The biopsy guide is brand new, and had not been used previously. The surgeon noticed some residue in the area of the malfunction that he thinks may have interfered with the ability to close (and therefore secure) the mechanism fully. They were able to proceed by holding the device in place. The device was not fully secured, but was enough that they could complete the case. No impact to the patient outcome was reported.

Manufacturer narrative:
Patient demographics not provided per (B)(6) health laws. The device lot# and manufacture date are dependent on the return of the device. The suspect device has not been received by the manufacturer for evaluation.